Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Evaluation observed the device to power on and run at multiple rates with no discrepancies. No component could be identified for causality. The reported device went blank was not verified, however, the customer battery was not returned with the device to be tested. Only a known good battery was used to test the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump went blank during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.